Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no activity was showing for the station after it went live again. A technical support specialist (tss) dialed into the station and found a database synchronization debug log, then followed knowledge article (ka) manual recovery required - datasyncinvaliduploadchangetrackingvalue, to resolve the manual recovery, contacted the customer to obtain server access in order to complete the remaining steps in the knowledge article, spoke with customer, and confirmed that the issue had been resolved at the station, but the tss explained that server access was still required to finalize the remaining actions. As no further feedback was received from the customer, the tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no activity was displaying for the pacu pyxis. The station has reportedly been down for approximately three months. The unit went live again, but the activity history was not showing during which narcotics were being filled and nurses were pulling medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.